Manufacturer narrative:
A supplemental MDR is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6 and h.2 have been updated. H.6 type of investigation, investigation findings, and investigation conclusions have been corrected. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The complaint for increased gradients was unable to be confirmed due to the unavailability of the returned device/relevant imagery/relevant medical records. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU or training deficiencies were identified. During the manufacturing process, all sapien 3 valves are 100% visibly inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to its release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. In this case, due to insufficient information, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per medical records reviewed, approximately 4 years and 6 months post tavr, the patient experienced early deterioration of the valve with the most recent transthoracic echocardiogram revealing a mean gradient of 43 mmhg and a peak velocity of 4.1 m/s. The valve leaflets can be seen and appear to be thickened and calcified. The patient complained of shortness of breath and fatigue. The patient underwent a valve in valve procedure with a 23 mm non-edwards valve via transfemoral access. The patient tolerated the procedure well and remained hemodynamically stable throughout. The patient was discharged in stable condition on post operative day 1.

Event description:
As reported by the field clinical specialist, approximately 4 years, 5 months post implant of a 23 mm sapien 3 valve in the aortic position, the valve was found to have stenosis, and a mean gradient of 43 mmhg. The patient is scheduled for a valve-in-valve procedure with a non-edwards valve. Additional information is not available at this time.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device not returned for evaluation.

Manufacturer narrative:
A supplemental MDR is being submitted for the updated evaluation performed after a review of medical records received. H.6 type of investigation, investigation findings, and investigation conclusions have been corrected. The valve remains implanted and was, therefore, not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The valve calcification was confirmed based on medical records. A review of the device history records (DHR) did not provide any indication that a manufacturing non-conformance contributed to the complaint. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. An existing edwards technical documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported valve calcification events did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these reviewed complaints. Per medical records reviewed, ''approximately 4 years and 6 months post tavr, the patient experienced early deterioration of valve with most recent tte revealing mean gradient of 43 mmhg and peak velocity of 4.1 m/s. The valve leaflets can be seen and appear to be thickened and calcified. The patient complained of shortness of breath and fatigue. The patient underwent a valve in valve procedure with a 23 mm non-edwards valve via transfemoral access. The patient tolerated procedure well and remained hemodynamically stable throughout. The patient was discharged in stable condition on post operative day.'' In additional, the patient had a medical history that included chronic kidney disease. It is well known that patients with chronic kidney disease are predisposed to bioprosthetic heart valve calcification. As such available information suggests that patient factors (chronic kidney disease) may have contributed to the event.